Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Tested 7pcs retention samples of thread function, all results passed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10.

Event description:
It was reported that an unspecified number of pn relion 32g x 4mm 3b tw 50ct would not attach during use. The following was reported by the intial reporter: "it was reported that the new pen needles were harder to attach to the humalog & lantus pens. Verbatim: consumer reported finding this new pen needle harder to attach to humalog & lantus pens then prior relion pen needles. Informed of proper placement to pens consumer noted needs to push the needle onto the pen harder than prior style of relion pen needleslot # 0136694catalog# 320618date of event (B)(6) 2021sample status discard."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pn relion 32g x 4mm 3b tw 50ct would not attach during use. The following was reported by the initial reporter: "it was reported that the new pen needles were harder to attach to the humalog & lantus pens. Verbatim: consumer reported finding this new pen needle harder to attach to humalog & lantus pens then prior relion pen needles. Informed of proper placement to pens consumer noted needs to push the needle onto the pen harder than prior style of relion pen needles lot # 0136694, catalog# 320618 date of event (B)(6) 2021 sample status discard.